Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pulse generator, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2023 during a scheduled device upgrade procedure. The patient was in stable condition throughout.